Manufacturer narrative:
(B)(4). Act, esc, down arrow and b buttons did not respond due to flattened button dome switches(no crease). No unlock on j2/lcd keypad connector noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify motor error alarm, weak battery alarm due to button keypad anomaly. Motor passed motor test. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm and a weak battery alarm/ the motor error alarm occurred when they attempted to perform a bolus. The customer¿s blood glucose during the incident was 295 mg/dl. Their current blood glucose was 376 mg/dl. Troubleshooting was performed. They were able to complete the insulin pump rewind. The insulin pump was returned for analysis.